Manufacturer narrative:
According to the information received, the symptoms described would be due to herpes reactivation. Herpes outbreaks are well-known and widely documented adverse reactions in the context of hyaluronic acid filler injections. Herpes outbreaks are linked to the patient's infectious history. In patient with history of herpes infection, the reactivation of the virus can be due to several causes including local trauma, inflammatory reaction, systemic stress or immunosuppression. Symptoms are generally harmless and resolve quickly after medical treatment. In addition, the risk of such reactions is mentioned in the instructions for use of this rha 4 product.

Event description:
This case occured outside of the USA in italy the italian subsidiary notified teoxane of an adverse event on (B)(6) 2023. A patient was injected on (B)(6) 2023 with a total of 1.2 ml of rha 4 in glabella and nasolabial folds (nlf) (1,1 ml in nlf and 0,1 ml in glabella). The injection was done with the needle provided in the box and using the linear retrograde technique. The same day, the patient was also injected with botulinum toxin in glabella. Approximately 3 weeks after injection, on (B)(6) 2023, the patient presented with large vesicles on forehead and around the eyes, accompanied with discomfort and pain in area with vesicles. However, we were informed that the vision was not impaired. The medical history of the patient mentioned labial herpes. According to the information as well as the pictures received, the case was assessed reportable due to the severity of symptoms observed. The injector provided the following treatment: on (B)(6) 2023 : 600 u.I of hyaluronidase. From (B)(6) 2023 : antiviral (acyclovir 400 mg 3x/day for 1 week) and advised washing with boric water - the patient refused to take corticoid(cortisone). The local medical expert was contacted to help manage the case. According to her, the symptoms described could be herpes reactivation with herpetic vesicles. Regarding the treatment, she advised to increase antiviral doses. Thus, from the (B)(6) 2023, the patient was prescribed acyclovir tablets 600mg 3 times / day and acyclovir cream. On 17.05.2023, we were informed that the patient's condition improved significantly. Situation of the patient and symptoms evolution are monitored. No additional information is available at the time of this report.